Manufacturer narrative:
Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient got in the shower without their shower bag and exposed external system components to water. The patient's family reported connect power alarms after the water exposure. The family stated that they heard irregular alarms and did not see green pump running symbol. The patient was connected to wall power and everything returned to ¿normal¿. The site stated that the only significant alarm they saw was a power cable disconnect alarm for 12:56 minutes. The family changed batteries and battery clips, the alarms resolved, and the self-test was performed and passed. The patient was brought to the hospital for a modular cable and system controller exchange. They had no significant labs and no procedures. Log file review was requested, and the event log file recorded a few atypical relative state of charge (rsoc) values while connected to battery power at roughly (B)(6) 2024 at 17:54. There were power cable disconnect alarms associated with some of these events. Technical services recommended replacing all equipment that was in use at the time of this event. They also stated that the family was concerning about the mobile power unit (mpu) power connectors coming in contact with water, and it was recommended to replace the mpu as well. All the equipment was replaced, and all the alarms resolved.

Manufacturer narrative:
Section d4: UDI has been corrected. Manufacturer's investigation conclusion: the reported event of fluid ingress was not confirmed. The submitted log file contained approximately 1 day of data (20jul2024 ¿ 21jul2024 per the timestamp). The data in the log file did not indicate any issues with the mobile power unit (mpu). The pump maintained a speed within the low speed limit without issue throughout the log file. The mpu was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), lot number mpu-42409, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 23mar2021. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.